Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm and audio or beep anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 112 mg/dl at the time of incident. Customer state that the insulin pump had unexpected restart alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.